Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the one-link needle-free IV connector had a disconnection issue. A peripheral IV was placed and normal saline was put on the end of the clave to attach to the line. The saline (and heparin) flush disconnected and fell to the floor. There was only one spiral on the end of the connector and there was not enough room for it to "catch" properly. There was no report of patient injury or medical intervention associated with this event. No additional information is available.